Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 4.0x12mm, 2.5x28mm, and 2.5x38mm xience alpine stents were implanted on (B)(6) 2018. On (B)(6) 2018, the patient was readmitted with gastro intestinal (gi) hemorrhage and cardiovascular symptoms. The treatment performed was not reported and the patient died. No additional information was provided.